Manufacturer narrative:
(B)(4). Concomitant medical products: knee-nexgen-femorals-unk; p/n: unk, l/n: unk. Knee-nexgen-stems-unk; p/n: unk, l/n: unk. Knee-nexgen-bearings-unk; p/n: unk, l/n: unk. Knee-nexgen-tibial trays-unk; p/n: unk, l/n: unk. Knee-nexgen-patellas-unk; p/n: unk, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00657.

Event description:
It was reported the patient had a revision procedure approximately 2 years post-implantation due to post disengaging from the femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Visual evaluation of the provided picture shows the explanted implant with no visual damages. However, device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is displacement of the constraining post of the right knee arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.